Event description:
The user facility reported during vitrectomy surgery the cannula came apart and the separated part fell into the back of the patient's eye. The surgeon was able to retrieve the cannula piece out of the eye. Additional information has been requested; however, we have not received a response.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.